Event description:
In 2006, arthrocare was notified that an opus smartstitch suture cartridge broke in a patient during arthroscopic rotator cuff repair. Surgeon was able to retrieve broken pieces. No patient injury was reported , but extended surgical time resulted.